Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager drawer failed and the user was unable to recover it. As a result, the user was unable to access medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed that customer successfully recovered the smart remote manager and no further investigation required for this device. The system functioned as intended after the customer resolved the issue.